Event description:
It was reported that a patient with an edwards aortic bioprosthetic valve implanted 16 years ago presented with critical aortic stenosis and moderate aortic insufficiency. Report indicates this is a (B)(6) female s/p CABG/avr sixteen (16) years ago and s/p pci three (3) years ago. The patient underwent an implant of a transcatheter aortic valve (tavr) within the subject valve (valve in valve), and was reported to have done extremely well post the tavr procedure.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Additional manufacturer narrative: report of stenosis and moderate insufficiency of an edwards aortic bioprosthetic valve after an implant duration of approximately 16 years, leading to an implant of a transcatheter valve within the subject valve(valve in valve). Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.